Event description:
Foley catheter bulb deflated, but still has ridge post-op upon deflation of catheter. When catheter was removed at the end of procedure, balloon had a ridge on it making it difficult to remove catheter from meatus.